Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified customer ordered motion control cables and will replace. No further problems are anticipated once repairs are affected. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 9800 was unable to move up or down creating a hazard. There was no adverse patient involvement reported. There was no patient information reported.